Manufacturer narrative:
A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Manufacturer narrative:
Correction: h6 - codes corrected. Correction: h10 should have stated the following: a false elective replacement indicator message was confirmed. The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced.